Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had detected an atrial fibrillation with rapid ventricular response (af w/rvr) episode as a ventricular fibrillation (vf) episode resulting in the patient receiving inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.